Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. Customer's blood glucose level was 389 mg/dl. Customer states insulin pump not working. Customer states insulin pump continues to rewind, and then restarted the process. The insulin pump will be returned for analysis.